Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
First stage infected joint wash out/poly swap total knee.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: "the primary harm involved is pain. No evidence for malfunctioning of the tka implants or the instruments used in their implantation was found. Limited information was provided regarding the necessity of an I&d with liner exchange of the tka other than a reference to a possible urinary tract infection as a possible cause if so uti with hematogenous seeding of an implant is a known and established risk. There is insufficient documentation presented to complete the assessment. Additional records such as operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes and implant retrieval are needed." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced and the sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
First stage infected joint wash out/poly swap total knee.